Event description:
Strings of the tampons come apart [device physical property issue]. Case description: consumer reported via e-mail that the strings of the tampons come apart. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Strings of the tampons come apart [device physical property issue]. Case description: consumer reported via e-mail that the strings of the tampons come apart. No injury reported.